Event description:
It was reported that the patient is experiencing pain on his left side-three episodes over the past 2 years.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.